Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was in ventricular fibrillation and received no therapy from the competitive device. Review of records showed low hv lead impedance and 0.3j output during hv shock therapy delivery. There were no lead anomalies detected on x-ray. Patient was in vf for more than 30 minutes which resulted in a vegetative coma. The family elected to turn off all life support and the patient expired.